Event description:
The customer reported to olympus, the hd camera head had no image when plugged in. The issue was found during the beginning of a therapeutic cystoscopic fulguration procedure. The procedure was completed with another camera with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: there was a bad connector. There was intermittent/flickering image due to a faulty cable that needed replacement. The water leak test failed from the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was intermittently displayed due to a communication failure caused by the faulty cable. It is likely that the faulty cable was caused by a water immersion in the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.